Manufacturer narrative:
The investigation for the low pump flow was completed. The pump was not returned for investigation. Data logs show low pump flow with an active suction alarm at the end of the case, without any abnormalities seen in the placement signal. Motor current was reported as non-pulsatile during the low pump flow event. According to the clinical details, low pump flow persisted even after ensuring the pump was in a good position and sufficient blood volume was provided. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support for 4 days to support a patient with multiple cardiac comorbidities. The cp support was successful however there was suction that was not breakable. The suction/low flows was treated by explant. Post explant the patient was supported by medical therapy/levo.